Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power problem-failed battery test, alarm-a357-pump error 63 (hardware low level failures), display anomaly-flashing medtronic logo, power problem-battery loss. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported a flashing medtronic logo on the screen that was not a single flash. Customer reported receiving a battery failed alarm. Customer reported that battery cap contacts and battery compartment are not damaged or corroded. Customer received another battery failed alarm after inserting a new battery. Customer completed a pump restart and inserted another battery. Battery failed alarm did not recur. Advised customer to monitor pump and that a replacement batt cap will be sent. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No flashing medtronic log noted. No failed battery test or battery power loss noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Successfully downloaded history files and traces using thump software. Pump error 63 was found in history file on 01/22/2025 12:48:37.000 due to twi interface on main/motor processor. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window, cracked case-corner of belt clip rails, battery tube threads-cracked and scratched case. In summary, customer alleged pump error 63 confirmed. Display anomaly-flashing mdt logo not confirmed. Power problem-battery loss not confirmed. Power problem-failed battery test not confirmed for additional information regarding the tests performed refer to d00854230-appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.